Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by loose connections at the back of the drawer. A field service engineer arrived on-site, logged into the user application, and powered down the station to reset the connections on the back of the drawer. After reseating all connections and cleaning out trash and debris from the drawers, the engineer performed a test using the hardware test application. Drawer 4.1 passed all tests without malfunctions or delays. The customer then logged into the user application and tested the drawer functionality, confirming that all pockets were working as expected. Field service engineer performed visual preventive maintenance and verified no further repairs required. The system functioned as intended after the field service engineer assisted customer in repairing the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 4.1 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.